Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that:l manta deployed per IFU guidelines. Physician deployed manta IFU guidelines and manual pressure was held. Physician had to go up and over to tapenade the rcfa and vascular surgeon was called to repair the rcfa. The patient was reported as fine post the procedure. Awaiting additional information.

Manufacturer narrative:
Qn(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Customer stated," physician had to go up and over to tapenade the rcfa and vascular surgeon was called to repair the rcfa." As per the additional information received, it is unknown if the manta was deployed correctly sealing the vessel. Physician trying to tamponade the rcfa indicates bleeding or incomplete closure of the access site. Also, it is unknown if any other vessel damages were present. No post angiogram shot was provided. The IFU states the following adverse event is identified with the use of manta - other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Surgical repair was performed on the rcfa. A manufacturing record review was completed and no related nonconformances were found. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that:l manta deployed per IFU guidelines. Physician deployed manta IFU guidelines and manual pressure was held. Physician had to go up and over to tapenade the rcfa and vascular surgeon was called to repair the rcfa. The patient was reported as fine post the procedure. Awaiting additional information.